Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2007 the patient underwent: anterior lumbar interbody fusion with instrumentation. Posterior lumbar fusion with instrumentation. Preoperative diagnosis: lumbar spondylosis. Per-op notes: "good positioning was confirmed by fluoroscopy and this was followed by 19mm anterior lumbar plate, a plate was positioned well with 6.5x25 and 30mm screws to prevent pullout of the bone graft and to stabilize the lumbar spine... The 6.5 and 50mm pedicle screws were placed at l5 and a 6.5x45mm screw was placed at s1. A 45mm rod was placed across the facet screws and top-locking screws were placed for stability and replacement of the screws. A bone morphogenic protein was placed along the area of the facet and the transverse process to aid in the fusion. " patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.